Manufacturer narrative:
Additional info: h6 the complaint allegation was confirmed. One ar-9811 apollo serial/batch (B)(6) was returned for investigation. The returned device was visually inspected and noted that the connector cable was cut. The instrument probe face was broken off and burned. The most likely cause for the reported failure is a user error. Dfu-0242-7 states these warnings: premature tip wear may be caused by vigorous use against bony surfaces. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. A continuous flow of irrigation fluid is necessary during use of the apollo probes¿rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. Do not make contact with an arthroscope during activation of the rf probe as it may damage the rf probe and/or scope.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a rotator cuff surgery the probe caused two optics to break. The probe is defective at the tip. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe on (B)(6) 2023 it was confirmed that the burner was too strong and even when the device was regulated down to 1 it didn't improve.